Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, and the malfunction code was resettable. Technical support provided information to reset the pump, successfully assisting the customer, as the malfunction did not recur afterward. The customer was informed that they could continue using the pump and should reach out if any issues arise again.